Manufacturer narrative:
(B)(4): the tip is cracked, noticed after the surgery in cssd. No patient harm, no surgerical delay. The tip is cracked and bent. The kerrison punche was analyzed by microscope and hardness testing was completed. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rapture. The hardness test confirmed the pre-set values. Set point: 420 +110 hv5. Results: 455 hv5. The device quality and manufacturing history records have been checked for available lot number. The device history file has been reviewed and found to be according to specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of investigation, the root cause of the failure is most likely user related. No action is required.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Broken working end.